Manufacturer narrative:
Findings: up and down arrow buttons did not respond due to corroded keypad traces. No button error alarm noted. Unit had scratched display window, cracked battery tube threads and missing end cap sticker.

Event description:
A customer reported via email indicating that their insulin pump alarmed button error. The customer's blood glucose level was unknown at the time of the incident. The customer sent the product back for analysis.